Event description:
Customer reported the insulin delivery of the infusion device is inaccurate and this caused hyperglycemia of approximately 300 mg/dl. He disconnected the infusion set and delivered a bolus, and no insulin was delivered from the tube. He reported this is an intermittent issue. His normal blood glucose is 100-120 mg/dl, and he switched to his backup infusion device to lower his blood glucose. No adverse event was reported. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.